Manufacturer narrative:
The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. The engineering review could not be performed since the lead will not be returned. Thus; the allegation of high impedance was unable to be confirmed.

Event description:
Additional information received indicated surgical intervention was undertaken and the lead was explanted and replaced. No complications were noted during the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to increase stimulation. Reprogramming was unsuccessful. Diagnostics revealed high impedances on the lead. To address the issue, the patient may be awaiting surgical intervention.